Event description:
Healthcare professional reported left side "intracapsular rupture". Healthcare professional later reported "hole" caused by explant surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d1, d2a, d2b, d4, d6b, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "intracapsular rupture". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture/use error: observed broken and opening on posterior and radius side assessed fold flaw opening, observed broken on radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.